Event description:
Reporter indicated that the pt has been experiencing hoarseness since 2003. The pt's device was programmed off 4 days later at the pt's request due to the adverse voice changes. The pt is scheduled for follow-up with the physician 4 days later.